Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. There was no indication of moisture or corrosion found in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: multiple unexplained power on reset events were observed on (B)(6) 2016. There was no damage to the battery compartment and battery cap. The battery cap secured tightly to the pump. The battery cap contact height and width measurements were within specification. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots. The ¿ez-prime¿ steps were performed correctly with no power interruptions. The pump¿s cover was removed; no intermittent conditions were found to the power printed circuit board. The reported ¿intermittent power¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).